Manufacturer narrative:
Date received by manufacturer: 03sep2019. Report date: 11sep2019. The device evaluated by the field service engineer and the reported issue was confirmed. The touchscreen assembly was replaced by the field service engineer to address the reported issue. The issue was resolved and the device now functions as intended after testing. The touchscreen assembly was received for evaluation. There were no signs of damage or contamination during visual inspection. After testing it was determined that the ul_lr and ur_ll resistance and resistance ratio being out of specification is what caused the failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13june2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The customer reported touch screen failure. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.